Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned. Log file analysis identified errors related to the power inverter (point) certeray, which caused fluoroscopy to be unavailable for about two minutes during the procedure, after which no further issues occurred. A philips field service engineer (fse) inspected the system on-site. Although no issues were identified during the inspection, the power inverter (point) certeray was replaced, and tests were performed as per specification. The system was returned to use in good working order and ready for clinical use. No reoccurrences of this issue were reported. The power inverter (point) certeray was returned to philips for further analysis. Functional tests were carried out and no failure were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received regarding the clinical use of the system and the procedure completion, and the complaint has been re-evaluated. Investigation identified that imaging was not available for around two minutes and that the procedure was completed on the same system. A scenario where image functionality is regained within a short period of time and the procedure is completed on the same system is not likely to cause or contribute to death or serious injury should it recur. As such, philips has re-evaluated this complaint as not reportable.

Event description:
It was reported to philips that the system gave a remote alert indicating the gate driver of the generator had a fault, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.